Event description:
It was reported the patient was experiencing a shocking or jolting sensation at the location of the lead-extension connection. This was confirmed via palpation of the area at the clinic. It was also reported that movement caused stimulation changes. X-rays along the entire system did not reveal a noticable fracture. Impedance readings were greater than 4000 ohms on all pairs with electrode two. Therapy impedances were within range although one program was higher than normal (3132 ohms). When program one was used, it was necessary to increase the voltage to 6.0 volts to get therapy. Program two had good impedance readings and therapy was achieved using 1.5 volts. The patient had a new lead and extensions placed in 2008. The patient received good pain coverage following the replacement.

Manufacturer narrative:
.